Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. This device was included in that field action, but returned product testing found the device did perform as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited sudden, high impedance on the high voltage coil and noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.